Event description:
It was reported that the patient had surgery with use of cautery and post-op evaluation demonstrated a data invalid message on the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935 implantable tachy lead 2011 (B)(6). (B)(4).